Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 26mm sapien 3 case by tf approach in aortic position. Device preparation was done without issues. The commander and valve were pushed through the sheath and valve alignment was performed without problems. The valve was then positioned in the annulus and deployment started, however, the valve did not inflate at all. The commander and valve were pulled back until the sheath and it was attempted to remove the system out of the patient but this was not possible. Therefore a cut down was performed and all devised were removed. The vessel was repaired with a patch. A new system was prepared and then implantation was successfully performed. The patient is doing well.

Event description:
During pre-decontamination of the delivery system it was discovered that the crimp balloon was torn.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, it was observed that there was a tear in the crimp balloon just proximal to the I/c bond. The valve was fully aligned on the inflation balloon. Minor gouges were observed on the flex tip. No other abnormalities were observed on the delivery system, valve, and sheath. Crimp balloon double wall thickness measurements were taken to ensure that the thickness of the material was within specification. A thin balloon could contribute to the observed balloon tear and could be indicative of a manufacturing nonconformance. The crimp balloon double wall thickness was found to be within specification. Due to the condition of the returned device (balloon torn) no functional testing was able to be performed. A review of returned procedural imagery revealed there is some tortuosity in the patient¿s vessel. Unfortunately, the imagery did not capture information related to balloon rupture/tear or withdrawal difficulty. A DHR review was performed and did not reveal any manufacturing related issues that could have contributed to the reported events. Lot history review was performed and revealed no other similar complaint relating to ¿balloon ¿ torn¿ or ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath.¿ a review of the complaint history revealed that the occurrence rate did not exceed the march 2018 control limit for the ¿damaged¿ and ¿withdrawal difficulty¿ trend categories. No IFU/training deficiencies were identified. Inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint events. The complaint for ¿balloon ¿ torn¿ was confirmed through visual inspection of the returned devices. However, no manufacturing non-conformance were identified. A review of manufacturing mitigation supports that the delivery system has proper inspections in place to detect issues related to the complaint events. As reported, no abnormalities were observed during device preparation, and during deployment, the valve did not inflate at all. This indicates that the tear likely occurred after the device being inserted into the sheath, but prior to valve deployment. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Although, it was reported that valve alignment was performed at a straight section of aorta and no difficulty was experienced during valve alignment, flex tip gouges were observed in the returned device. This indicates that diving and higher valve alignment forces may have occurred during valve alignment. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. However, without the returned of relevant imagery, the above suggested potential root cause could not be confirmed. As such, a definitive root cause is unable to be determined at this time. Although the device was returned with flex tip positioned at the proximal end of the crimp balloon and with balloon wings exposed, it is unknown when these events were occurred. The flex tip may have been pulled proximally post system withdrawal to facilitate the insertion of the loader to the crimped valve. With the balloon torn, device manipulation during loader attachment could easily expose the balloon wings. Similarly, without the flex tip protection over the balloon torn area, the balloon wings could be exposed due to device movement during returned shipping. Additionally, due to no relevant imagery returned for evaluation, no damage observed on crimped valve and esheath, and no flaring observed on the exposed balloon wings, the complaint of ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ was unable to be confirmed. No manufacturing non-conformances were identified during engineering evaluation. A review of the relevant DHR, lot history, complaint history, and manufacturing mitigation did not reveal any manufacturing non-conformance as a source of the complaint. Per the training manual, the user should take caution when attempting to retrieve the valve through the sheath, as crimped valve aligned on balloon is larger than crimped valve off the balloon. Additionally, it was reported that patient had a moderately tortuous access vessel. Tortuosity can cause the thv, delivery system, and esheath to become non-coaxially aligned during device removal. The combination of these factors likely contributed to the reported withdrawal difficulty. However, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Due to the high criticality level of the failure mode ¿balloon ¿ torn¿, a pra was previously initiated for assessment of the balloon torn issue and its associated risks per management discretion. Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate does not exceed the complaint control limit for the applicable trend category, no further escalation is required at this time. For ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿, since no product non-conformances or IFU/training deficiencies were identified, and the failure modes did not exceed the complaint trending control limits, a product risk assessment (pra) escalation is not required.